Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "door shims," which was confirmed through visual inspection. It was found the direction of flow shim had been pulled from the front case by an external influence. The direction of flow shim and label were replaced to correct the condition.

Event description:
It was reported that a spectrum pump had an issue with door shims. It was also reported there was no patient involvement.